Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012; 694765 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that two left ventricular (lv) epicardial leads had thresholds that had been climbing since implant to current high levels. The leads were capped and not replaced due to a system downgrade. No patient complications have been reported as a result of this event.